Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of suturing in a episiotomy, the needle and thread detached. The needle was found to continue the case. There was no patient injury.